Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the ECG cable does not work. Remote support from the customer care solution center was received. It was determined that this was a malfunction of the 5 lead ECG trunk cable and the 5 leads, iec, ICU, grabber will be ordered along with it, to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered 5 lead ECG trunk cable and the 5 leads, iec, ICU, grabber to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.